Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 20s mg/dl. Low bg cause was not known. Reportedly, customer lost consciousness. Customer had assistance from spouse who administered a glucose pen to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.